Event description:
A report was received from the affiliate indicating that approx 11 months post cypher stent implant, the patient was revascularized for 90% restenosis of a lesion in the right coronary artery. The vessel was described as slightly calcified and highly tortuous. No other index procedure or lesion treatment details are available.

Manufacturer narrative:
The device involved in this complaint is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.